Event description:
A customer reported that during a vitrectomy procedure, a system message displayed. The case was completed following a 20 minute delay. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).